Event description:
It was reported that the patient¿s new catheter took 5 hours to implant due to the patients back (scoliosis), "crooked back", and no cerebrospinal fluid (csf) flow. The patient was stable and had the therapeutic effect of the pump. The pump system was being used to infuse lioresal. [The prolonged surgery was previously reported in manufacturer's report # 3007566237-2015-01596, which captures information regarding the ascenda catheter spinal segment had to be removed because the guidewire could not be removed.]

Manufacturer narrative:
Concomitant medical products: product ID: 8780, implanted: (B)(6) 2015, product type: catheter. (B)(4).